Event description:
It was reported to philips that the system could not boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system could not boot up. Upon troubleshooting, fse checked the system cable and host, power supply to atx unit, cleaned and reseated all ram, cards. Fse checked again the system and found that os hdd defective. To resolve the issue, fse replaced hdd from customer and restore ghost backup. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.